Event description:
Revision surgery - a 935-28-248 insert was attempted to be implanted into an existing shell (430-03-048, lot number 478821) due to instability. The shell did not accept the insert, the insert did not snap in and no debris was found. This investigation is to evaluate the insert not snapping into the shell. See (B)(4) for the explanting of existing parts and the patient revision.